Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor noticed that the white powdery matter came out from the tissue pad when the device was activated on the tissue clamped at the distal half of the jaws. The white matter was washed and suctioned. According to the doctor, the broken pieces of the tissue pad were completely suctioned and no pieces were left inside the patient. The device was used on the bile duct. The device was used on the thin membrane and the device was activated without clamping any tissue several times. Prior to the event, the device was activated around 10 times. Another competitive device (ligasure maryland) was used to complete the case. No bleeding occurred due to the event. There were no adverse consequences to the patient. The patient condition is good.

Manufacturer narrative:
(B)(4). Batch #p93g2t. Investigation summary: the device received was returned with the tissue pad with no apparent damage and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.